Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the pump was reset and the issue was resolved. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 136 mg/dl.